Event description:
It was reported that the patient underwent a lumbar laminectomy with pedicle fixation under lateral fluoroscopic control. It was reported that the connector sleeve broke off of the driver while implanting a bone screw at the left s1 level. The broken connector caused the screwdriver to displace medially and resulted in a 1cm dural laceration. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.